Manufacturer narrative:
The pcb00 device was received to the manufacturing site in a plastic bag inside the original box . Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. The intraocular lens (iol) was observed stuck inside the cartridge at the loading zone and overriden by the push rod; the complaint reported was verified.manufacturing records review:the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the leading haptic broke in front of the intraocular lens when inserting into the patient's eye. Additional information confirmed that the haptic was partially inserted as the surgeon noticed the haptic was broken. Reportedly, there was no incision enlargement and no vitrectomy performed. There was no patient injury reported.